Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult single gripper actuation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was advanced within the left atrium and attempted to grasp the mitral leaflets. During grasping, it was identified that the anterior gripper remained in the upright position. Troubleshooting was preformed by locking and unlocking the clip successfully. This occurred multiple times during grasping attempts. The clip was able to successfully be placed on the leaflets and was deployed. The procedure was discontinued, the final mr was reduced to grade 3. There were no adverse patient effects or clinically siginifcant delays reported.